Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse troubleshot with customer confirmed error codes in event log. Multiple attempts have been on 23-oct-2023, 07-nov-2023, and 29-nov-2023 made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that that the device is getting error code 3.3v failure, 35v rail failure message. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.